Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. The bifurcated stent graft and an ipsilateral extension limb were implanted on the right side. The contralateral limb and a contralateral extension were implanted on the left side crossing the ipsilateral limb at the distal aneurysm sac. It was reported that the stent graft on the right side dislodged proximally several weeks after implant. Initially there was no endoleak seen. The physician suspected that the patient's anatomy had changed after implant and the distal aspect of the main device had turned upwards and forced the proximal portion of the iliac extension to dislodge. There was no change in the placement of the distal extensions and they had not moved. No further information was provided. Film review shows the aortic body was acutely angulated approximately 65 degrees to the limbs. The ipsilateral extension was placed with approximately 40mm overlap with the bifur ipsilateral limb. The contralateral extension was placed with approximately 25mm overlap. The contralateral limb was overlapping the bifur gate by approximately 4cm. A possible type IV blush was seen at implant near the flow divider; no other endoleak was observed. The three month follow-up showed no change in overlap between the bifur ipsilateral limb and the extension. The contralateral extension overlapped the contralateral limb by approximately 25mm. One month later the ipsilateral limb extension overlapped the ipsilateral limb by approximately 37mm. The contralateral extension overlapped the contralateral limb by approximately 20mm. The aortic body was angulated to the contralateral limb by approximately 90 degrees. An iliac limb was implanted on the contralateral side approximately three months ago and on the ipsilateral side approximately two months ago. Exact date of event is unknown.

Manufacturer narrative:
(B)(4) - inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (anatomical changes, angulated iliac arteries). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (anatomical changes, angulated iliac arteries).